Event description:
It was reported by the aci distributor that a male pt underwent a coronary catheterization procedure on (B)(6) 2012. Following the procedure, the physician, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during prep. No further info is available.

Manufacturer narrative:
The incident narrative stated that the balloon loss of pressure occurred during prep. However, the balloon had evidence of blood which likely indicates device insertion into a procedural sheath - this differs from the narrative description. Balloon loss of pressure was caused by a taper to taper tear approx 2.5 mm from the balloon proximal tip. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1134803) indicated that the device lot met all established performance criteria prior to shipment.